Manufacturer narrative:
The calcium reagent lot number was 65487201. The reagent expiration date was requested, but not provided. The field service engineer repaired damaged tubing and adjusted the needle outputs. Reagent probes were replaced and adjusted. Pressure adjustments of the recirculation pump and gear pump were checked. The photometer cuvette blank was ok. Calibration performed on calcium was ok. All chemistry parameters were checked and were ok. Patient sample comparison studies were done and these were ok. The issue was resolved after performance of these actions. The investigation determined the service actions resolved the issue. H3 other text : na.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ca2 (calcium) on a cobas 8000 c 702 module. No questionable results were reported outside of the laboratory. The sample initially resulted in a calcium value of 7 mg/dl. The sample was repeated on a second analyzer, resulting in a value of 9.3 mg/dl. The 9.3 mg/dl value was considered correct by the customer.